Event description:
A patient reported experiencing inaccurate low results with an otbe meter. The patient's blood glucose results were 139 mg/dl (meter) 310 mg/dl (lab). Tests were done within 30 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.